Event description:
The customer reported unable to acquire a 12 lead acg. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG. There was no reported adverse patient impact. The philips field service engineer evaluated the device and ECG cables and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2011 the customer has not reported any further trouble with this device.